Event description:
During remote monitoring, high defibrillation impedance was observed on the left ventricular (lv) lead. The device was reprogrammed to resolve the event. The patient was in stable condition.